Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, the surgeon claims that the back side of the electrode tip was activating and inadvertently ablating tissue. They are stating that there was no patient consequence and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Evaluation statement: the complaint device was received here at mitek and then forwarded to the manufacturer for a complete analysis. No lot has been supplied, which precludes conducting a batch record review. This returned device is in the "out of box" condition and shows no signs of having been activated or having been in a body; the device functioned as expected and the reported condition of ablation could not be duplicated, the electrode passed all electrical and functional testing. Frozen tissue (a piece of kidney) was defrosted and placed in saline; the rear surface of the distal tip of the electrode was placed in contact with the tissue without pressure. The electrode was activated at cut setting v3 180 for 5 seconds; there were signs of tissue effect from the contact, no ablation, but an impression. Another same type electrode was similarly tested with the same outcome; tissue effect where the back of the electrode was in contact with the tissue sample. It has been observed that, when run on high power, the reverse side of the electrode tip can produce a desiccating effect, however, no visible activation can be seen and the effect is too small to ablate tissue. In summary: the returned device appears in the out of box condition: no damage and no anomalies. The returned device does not appear to have ever been activated; there are no signs or tell tales of activation or having been in a body. No lot number for the device could be provided. The device passed all electrical and functional testing. Although, in re-creating the complaint condition in a test environment, some tissue effect was observed, no ablation effect was produced; could not duplicate the complaint effect. Over (B)(4) of these devices have been distributed, and this is the only complaint of its kind. The complaint rate is (B)(4). This issue is an anomaly whose root or underlying cause cannot be determined. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.